Event description:
The complainant reported that the automated impella controller (aic) is not registering the purge disc when changing cassettes or starting a new case. The staff tried replacing the purge cassette multiple times, however this did not resolve the problem. No report of patient harm or injury.

Manufacturer narrative:
The console (aic) was returned for evaluation. The device logs from the complaint date revealed that the console issued the purge disc not detected alarm several times. Upon inspection of the console, issue with properly detecting the purge pressure disc was reproduced, and purge flag was confirmed to be broken. Therefore, the root cause of the purge disc/flag issues was due to a defective component. Purge flag was broken. The failure mode will be monitored and trended. This report is being filed as part of a retrospective review of historical records.